Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of mitral regurgitation (mr) as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. Based on available information, the cause of the reported mr could not be determined. The reported hospitalization and surgical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Patient ID: (B)(6). This is filed for recurrent mitral regurgitation requiring surgical intervention. It was reported that the mitraclip procedure was performed on (B)(6) 2021, treating degenerative mitral regurgitation (mr) with a grade of 4+. Two clips were implanted and the mr was reduced to grade 1+. On an unspecified date, the patient underwent open heart surgery for recurrent mitral valve regurgitation. The event resolved. No additional information was provided.